Event description:
Additional information received reported that the revision that was previously reported occurred in (B)(6) 2012. The implantable neur ostimulator (ins) was repositioned in the patient's right hip area because the ins was 'turned.' This was causing the poor recharging. Since then, it was stated that patient has not had any issues with recharging.

Manufacturer narrative:
Product ID, 377875 lot# v013122, implanted: 2010 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there were coupling and/or communication issues. It was noted that the implantable neurostimulator (ins) was "slightly tilted" and a "bit deep" for optimal recharging. Spacers had been tried in the past, but were not effective. It was reported that the ins was charging more than expected. It was also indicated that the patient had a situation where they were unable to recharge. Electrode impedances were between 442-612 ohms. Therapy impedances were reported as normal. A little more than four months later, it was reported that diagnostics showed the battery to be "topping off" each time it recharged. A pocket revision was done to make it "more shallow." The date of the procedure was unknown. It was stated that the patient was charging "easily, without difficulty" since the revision. No further information was reported as of the date of this report. If additional information is received, a follow up report will be sent.